Event description:
It was reported that a non-boston scientific personnel asked for specifications for the right ventricular (rv) lead for explant. The rv lead was extracted due to an infection. No additional adverse patient effects were reported.